Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a measured patient sp02 value with an mx40 was 96% but the reading was questioned by staff who noted the sensor was not lit. Upon moving the cable to connect to another device the reading was 77%. No patient harm or urgent therapy was described; no delay of urgent care was indicated.